Event description:
The patient reported having not been able to wear any aligners for three weeks due to two bone fragments that developed from treatment. One tooth broke and came through the lower inner left gum and another requires seeing oral surgeon.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.